Event description:
Event description guidant received information that this transvenous coronary sinus lead exhibited >2000 ohm pacing impedance. Pacing thresholds were also observed to be elevated. A guidant technical services (ts) consultant recommended changing the pacing configuration to determine if the lead was fractured. Ts also recommended obtaining real time egrams to assess for noise, which would indicate a loose connection. To date, there have been no reported patient symptoms associated with this clinical observation.